Event description:
Pt needed to return for revision surgery because anchor pulled out. Surgeon passed two underhand mattress stitches using the expressew ii. Pulled all 4 stitches to posterior cannula and loaded into a versalok anchor. Anchor fully deployed, pulled back on sutures and anchor was secure. Pt returned 8 months later with pain and anchor was seen back out in the subacromial space via x-ray. During revision surgery we observed anchor was fully deployed, sutures locked in anchor, sutures still securely in cuff, and anchor had completely backed itself out. Cut the sutures in the versalok, pulled out the anchor and backfilled with helix. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.